Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of sterile peritonitis in a patient coincident with extraneal viaflex (lot number 10j12g37, nutrineal pd4 unknown bag (lot number 10j14g37), physioneal 35 1.36% unknown bag (lot number 10g28g72), and physioneal 35 2.27% unknown bag (10g23g72) therapies, intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient was diagnosed with sterile peritonitis, manifested by abdominal pain during the night with cloudy effluent; which did not require hospitalization. The severity of the event was described as mild. On (B)(6) 2010, the patient began remedial therapy with ceftazidime 250mg, ip, daily, continuing through (B)(6) 2010; and vancomycin 1gm, ip, daily, continuing through (B)(6) 2010. On an unreported date, in (B)(6) 2010, nutrineal pd4 unknown bag therapy was discontinued and the abdominal pain during the night with cloudy effluent resolved upon discontinuation of the nutrineal pd4. The nutrineal pd4 was not reintroduced. Extraneal viaflex and physioneal 35 unknown bag therapies were ongoing. The outcome for the event of sterile peritonitis was recovered as of (B)(6) 2010. The physician reported the event of sterile peritonitis was related to the nutrineal pd4 therapy.